Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis therapy. The patient was hospitalized for the event, and was scheduled for surgery. Cause of the event was not reported. The outcome of the event was not reported. Action taken with therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation is anticipated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in apr 2013. The device was returned and an evaluation was performed to investigate the reported hernia. A review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the reported problem. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. An internal and external visual inspection revealed no problems related to the reported event. The device was determined to meet electrical and functional performance specification requirements per rite (returned instrument test evaluation) testing. Pneumatic system testing was performed and the device was found to be within specifications. A simulated therapy was performed successfully using the returned device. Upon conclusion of the investigation, the cause of the reported event of hernia was undetermined. Should additional relevant information become available, a follow-up report will be submitted.